Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pace impedance measurements greater than 3,000 ohms. Subsequently, the patient underwent a revision procedure and it was determined that the lead was fractured near the suture sleeve in the pocket. This product was explanted and the patient was to be implanted with a new lead in the near future. No adverse patient effects were reported.